Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 38 x 3.00mm promus premier was selected for use. However, upon opening the device, the struts were protruding. Another promus premier was used to complete the procedure. There were no patient complications since the device was never used.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 11:12 am CT. The report number is being corrected from: 2134265-2018-64404 to: 2134265-2018-63104.

Event description:
It was reported that stent damage occurred. A 38 x 3.00mm promus premier was selected for use. However, upon opening the device, the struts were protruding. Another promus premier was used to complete the procedure. There were no patient complications since the device was never used. Promus premier ous mr 3.00x38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the 7th and 8th and 12th distal stent strut rows with stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft during analysis. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.